Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator in backup operation after an off label MRI was performed. The device had experienced a power on reset. A successful firmware download and capacitor shock test were performed. The patient was stable and will continue to be monitored.